Event description:
Morcellex trocar placed successfully, handle attached to trocar then attached to machine. Machine/handle would not work, the machine had lights on suggesting that it was "on" but handle would not function. New machine brought into room and handle still did not work. New handpiece obtained and attached and worked w/o issue. No harm to pt. Ethicon rep was present.